Event description:
It was reported that guide wire tip separation occurred. A 300cm v-14 controlwire was advanced to the target lesion. However, the tip of the guide wire broke off and remained inside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The unit returned has the distal tip damaged, as part of overall visual revision. The visual inspection was performed and the device presents: the distal tip peeled and kinked at 299.3cm approx. From the proximal end. All the outer diameter (od) taken were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip separation occurred. A 300cm v-14 controlwire was advanced to the target lesion. However, the tip of the guide wire broke off and remained inside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).